Event description:
It was reported that the customer experienced a problem with their pump as the usb port was damaged, preventing the device from connecting. There was no reported adverse impact to the customer¿s blood glucose level. The damaged pump is expected to be returned for further inspection, and a replacement pump was provided.